Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set with pah, the needles are breaking during use of an unspecified number of units, including one instance where the remained in the patient's arm. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received a photo for investigation. The customer¿s photo shows a device with the non-patient end of the cannula in the stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: breaks off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set with pah, the needles are breaking during use of an unspecified number of units, including one instance where the remained in the patient's arm. No adverse impact was reported regarding the patient or user.